Manufacturer narrative:
The evaluation of the event is ongoing. There were two additional records created to capture all of the reported events. The product was checked on site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope preprocessor had a detergent leak which caused a c95 error to occur. There was evidence of a detergent leak in the detergent sensor in the past, it is currently in solid form, even though the detergent was coming out without any problems. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Correction to d9 of the initial medwatch. The information was inadvertently selected as no and should reflect yes. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we analyzed the subject equipment, confirmed that detergent adhered to the welded part and outside of the detergent sensor. Accordingly, we judged that the detergent leaked from inside of the detergent sensor. We presume that damage was accumulated by temporarily applying a large amount of pressure to inside of detergent sensor, which led to slight peeling at welded part of the detergent sensor. As a result, detergent leaked little by little. Olympus will continue to monitor field performance for this device.